Manufacturer narrative:
We currently have no other information about the patient or what happened in the operating room beyond a suture breaking. The reason or reasons for this unexpected patient outcome are not known to us. There is no information known to us at this time to suggest that the cor-knot® device or fastener failed or either contributed to this patient's death. On (B)(6) 2020, lsi received a phone call from (B)(6), while the patient was in the operating room, regarding the cutting of the suture during use of the cor-knot mini® device. There was no indication of patient harm provided at that time. We do not know if this device was previously used successfully in this patient or if other cor-knot mini® devices were also employed. We do know that this hospital has continued to purchase this product since the reported event. We contacted the hospital the same day to request more information and to request return of the device for evaluation and to provide return instructions. By (B)(6) 2020, we had still not received a response to our query, nor had we received the requested device return. However, our regional sales manager was proactive and scheduled a follow-up visit for further training on the device at that hospital for (B)(6) 2020. At the (B)(6) training, the representative was told, by (B)(6) that the patient expired during the procedure. Our regional sales manager was also subsequently informed verbally by the hospital's risk management department that same day that we will no longer be able to speak to the hospital staff regarding this event until their own investigation concludes. We reached out to the hospital once again on (B)(6), to inquire about the status of the device return, but our call and voicemail have not been returned. The hospital has so far refused our repeated request to evaluate or provide the device in question. There has been no further response from the hospital. We are submitting this incomplete report based on the only information available to us within the mandatory 30 day reporting period. Updates to this report will be submitted if and when further information is available to us. We have no information which suggests that the death of the patient is associated with the cor-knot mini® device or cor-knot® titanium fasteners in this operation. The hospital's initial report to us merely described a situation where one suture appeared to be cut before the titanium fastener could be crimped onto it without patient harm; we have no reason to believe that description is no longer accurate. In surgery, suture breakage is reported to occur from suture defects or damage during use, such as disruption from applying too much tensioning on the suture. This reported suture breakage before being secured by the titanium fasteners is more likely caused by the intra-procedure damage or a defect in the suture itself, rather than by the cor-knot mini® device or titanium fastener which has no sharp edges except a protected blade edge, which is exposed only after the fastener is crimped. Until the subject device is evaluated by our engineers using the established process, a determination cannot be made regarding the unlikely event of a defect in the device or subsequent damage to it. A search for complaints against the same manufacturing lot number of this cor-knot mini® product (B)(4), as well as the previous (B)(4) and subsequent lots (B)(4), showed no other complaints for any reason. Despite repeated requests, we have been denied the opportunity to conduct our standard engineering structural and functional evaluation of the device reportedly involved. The suture breakage was most likely caused by something other than the cor-knot mini® device, and there is no evidence to suggest the cor-knot mini® device or fastener failed. While heart surgery has improved remarkably over the past six decades, perioperative morbidity and mortality are unlikely to ever be completely eliminated. The root cause of the suture breakage and actually what caused this patient's death may never be fully known and are reportedly not related. We will continue to investigate this event to the extent we are permitted and will report any relevant findings.

Event description:
A patient required an aortic valve replacement and coronary artery bypass grafting. Cor-knot® titanium fasteners were reportedly used to secure the sutures to hold the prosthetic replacement valve in place. On (B)(6) 2020, we lsi received a phone call from ms. Tammy lister, while the patient was in the operating room, stating "one of the sutures was cut, but the titanium fastener remained in the distal end of the device." The initial report from the hospital only mentioned the apparent cutting of one of the sutures before the titanium fastener could be applied. During the follow-on in-service training session on (B)(6) 2020, an lsi representative was told that this patient expired during the procedure.